Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: >7.5, lab: 1.4. Lab testing was performed immediately after the inratio. On (B)(6) 2013, no inratio test was done but patient was tested in the doctor's office with unk method and result was within range.